Event description:
Caller stated that the unit does not have audio. Caller confirmed no pt involvement or harm/incident reported.

Manufacturer narrative:
No product being returned for evaluation. Customer isolated the issue to the speaker wire. Info has been added to the database for trending purposes.